Event description:
A pt (age and gender unk) underwent a therapeutic colonoscopy procedure for polypectomy. The clinician was in the cecum to utilize the resolution clip device for hemostasis of a post polypectomy bleed. The first clip did grasp the tissue at the bleed site. The clip would not complete deployment as it did not release from the catheter (please note 600048-2005-00183 attached). This resulted in the need to utilize two additional clips. The second clip (medwatch report 6000048-2005-00184 attached) was also noted to have an issue with deployment. The third clip (this medwatch report) was difficult to deploy after grasping the tissue. However, it was successfully deployed after the clinician manipulated the device by tugging and jiggling. The procedure was completed without any further issues. The pt was noted to be in stable condition.